Event description:
Related manufacturing reference number: 2017865-2025-12507. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be released from the delivery catheter. The catheter was then unable to move into long tether mode due to a suspected tether fracture. When the physician attempted to redock the device, the lp prematurely released from the catheter. Since the numbers were within normal limits, the lp was left implanted. The patient was stable.